Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080005 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified batch records for final product manufacture and qc record for cfl4080005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080005 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Inaccurate result(s). The user reported that they tested with both a flowflex test and a flowflex plus test on (B)(6). Each time they received a faintly positive result with flowflex and a negative result with flowflex plus. Purchased at (B)(6).

Event description:
Inaccurate result(s). The user reported that they tested with both a flowflex test and a flowflex plus test on 10/1, 10/2, and 10/4. Each time they received a faintly positive result with flowflex and a negative result with flowflex plus. Purchased at (B)(4).

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080005 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H11 "additional narrative/data" - updated based on manufacturer investigation.